Manufacturer narrative:
The check of the DHR of the lot number involved (2016af019) did not show any anomaly on the 15 smr trial stems manufactured with this lot number. This is the first and only complaint received on this lot number. We will submit a final MDR once the investigation will be completed.

Event description:
Intra-operative issue involving a smr trial stem, model# 9013.04.110, lot#2016af019. According to the info reported, the trial stem thread was damaged, leading to repeated disconnection of the trial stem dia.11mm from the insertion handle. Event happened in us.